Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field as 08/31/2016. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Results: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record could not be performed as a lot number was not provided for this incident. Conclusion: unconfirmed complaint. Without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customers¿ indicated failure mode.

Event description:
It was reported that when the phlebotomist pressed the button to activate and retract the needle on the 23 g x .75 in. Bd vacutainer® push button blood collection set with 12 in. Tubing and luer adapter, the needle did safely retract, but the hub around the needle and bottom broke. No serious injury, blood to mucous membrane exposure or medical intervention was reported.